Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had such a bad experience in the hospital urine was all over of the place and spent 35 days in the hospital and got out with a urinary tract infection due to the purewick female external catheter product. No additional information provide . It was unknown what medical intervention was provided for the urinary tract infection at this time.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible ". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient had such a bad experience in the hospital urine was all over of the place and spent 35 days in the hospital and got out with a urinary tract infection due to the purewick female external catheter product. No additional information provide . It was unknown what medical intervention was provided for the urinary tract infection at this time.